Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (the single use distal cover maj-2315) was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) performed testing using a device from lot# h1412 in an effort to reproduce that the device detached from the endoscope. The device did not detach as long as the device been correctly attached to the endoscope and having no damage. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. Olympus australia (oaz) informed following. The subject device fell off in the patient's stomach and the subject device was not retrieved, but the patient was fine. The user had not used anti-fog agent. The user confirmed that there was no damage on the subject device soon after the attaching the subject device to the endoscope. The user did not confirm that the subject device did not detach from the endoscope even pulling and twisting soon after the attaching the subject device to the endoscope. Based on the information from oaz, omsc surmised that the reported phenomenon (the subject device falling off) was attributed to the subject device being easily removed from the endoscope due to the following cause: the subject device had not been securely attached to the endoscope. If additional information is received, this report will be supplemented.

Event description:
Additional information was received from the customer. No anti-fog agents were applied to the scope lens. The user confirmed the distal cover was not damaged immediately after attaching the cover to the scope. The user did not confirm that the cover could not be removed by twisting or pulling it after attaching it to the scope.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, b5, d4, d10, e1, e3, g2, h3, h4, h6, and h8. A1, b5, d10, e1, e3, h4: information added to these fields were inadvertently not included on the initial and supplemental medwatches. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. According to the information provided: -no anti-fog agent is used. -it was confirmed that there was no damage immediately after attaching the cover to the scope. -the user did not confirm that the cover could not be removed by twisting or pulling it after attaching it to the scope. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier c21432657. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Additional corrected data: h2 and h3: follow-up type on supplemental report # 8010047-2021-16222 was additional information and device evaluated by manufacturer was no. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Also, the user discarded the subject single use distal cover. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device in combination with the duodenoscope tjf-q190v, the user found through the endoscopic image of the subject duodenoscope that the subject device had fallen off from the distal end of the subject duodenoscope and into the patient's body. The user completed the intended procedure without any additional procedure. In addition, there was no abnormality in the check of the subject device before the procedure by the user (the two nurses and the doctor), and the reported phenomenon had never occurred before. There was no report of patient injury associated with this event.